Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery during a basal delivery. The customer stated that she change the infusion set and reservoir the night prior to the alarm occurring. She stated that she had delivered insulin for her dinner before the alarm as well. The blood glucose reading was 93 mg/dl. The customer stated that she would seem to get 1 to 2 deliveries before she would receive a no delivery alarm with each of the infusion sets. Upon troubleshooting, the insulin did exit during a fixed prime. No bent infusion set cannula was found. The customer was advised to return the infusion set for analysis. She prepared a new infusion set and reservoir and was able to successfully deliver a fixed prime. The alarm may have been caused by a site occlusion. She advised that she did not have any need to deliver additional insulin at the time of the call and was advised to call if any issues recurred. She was advised that the reservoir would be replaced. Nothing further reported.